Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to an extrusion of the device though the skin. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, a device contribution to the development of the extrusion cannot be ruled out. This is a final report.

Event description:
The user has an approximately 1.5 cm large skin perforation with an exposed implant. Reportedly, the surrounding area showed slight redness without secretion, fluctuation, or overheating. The user has been reimplanted with a new device.

Event description:
The user has an approximately 1.5 cm large skin perforation with an exposed implant. Reportedly, the surrounding area showed slight redness without secretion, fluctuation, or overheating. The user has been reimplanted with a new device.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.